Event description:
Previously reported as explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by physician noted the lead to be fractured with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior and femoral. Technique/tools: direct traction with locking stylet dotter basket/snare. No complications.